Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of report: 12sep2018. Updated contact name. Date received by manufacturer: 16apr2018. The device was evaluated by fse(field service engineer). It was not reported that the issue was duplicated. Several parts were replaced to bring the unit back into service. The device was not returned for evaluation; therefore, the root cause of the reported issue could not be determined.